Event description:
It was reported pre-operatively the pump would not aspirate and was never implanted. It was noted they were unable to aspirate the complete amount of fluid from the pump and the surgical technician was only able to aspirate 10 milliliters (ml) from the pump prior to implant. The pump was pulled from the field to be returned. The cause of the issue was not determined. The pump contained saline. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Analysis of the pump revealed no anomaly. This pump was returned because customer could only aspirate 10 ml of sterile water out of reservoir. During the check in process, another 22 ml of sterile water were aspirated. This pump then passed all non destructive testing. All logs are clean. The pump was then aspirated, filled with 40 ml of sterile water and again aspirated, repeating the process for a total five times. No problems were encountered. The pump was then aspirated, filled with 20.0 ml of sterile water, aspirated and filled a total of five times, with no problems encountered. It has been decided to not perform destructive analysis on this pump, which includes the pump tube leak test, because the complaint against it cannot be duplicated. This preserves the pump for future destructive analysis if the need arises.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.